Event description:
Medical affairs rep was unable to get in contact with pt's family member and will be sending them a letter. Pt's one touch basic meter gave inaccuractely low blood glucose readings, which resulted in hospitalization. Approximately three weeks go, pt obtained blood glucose of 110mg/dl. They were feeling tired, weak and had blurry vision. They were taken to the hospital were pt's blood glucose was 300 mg/dl on the hospital meter (brand unknown). Pt was treated with insulin and was kept in the hospital for approximately one week. Pt had been cleaning the meter incorrectly. Customer svc was unable to check the meter, since pt did not have a check strip or control solution. Meter was set to mg/dl and the test strips were opened less than four months. Customer service sent pt a new meter.